Manufacturer narrative:
One hotline low flow systems was returned for analysis. Upon visual inspection the drain fitting was observed to be rusted, enclosure was cracked, covers were cracked, line cord was worn, pole clamp handle was broken, and no reflux plug was attached; confirming the complaint of leaking. Based on the evidence the root cause was found due to user interface as the water tank cover is leaking.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.